Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: just for clarification, were the staples deployed into the tissue and malformed? - or ¿ was the device fired and locked-out and not staples were deployed? The staples were fired (but the surgeon said he felt a difference in the firing) and when the intestinal handle he noted not all staples were formed properly and some staples were opened which he had to reinforce the staple line with conventional suture.

Event description:
It was reported that during a "ca" colon procedure, there was not formed staple when the cartridge was fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.